Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the pump said the customer was 170mg/dl, but they were really 49mg/dl. The customer treated he lows with food and juice and tablets. The customer declined to troubleshoot for the lows. The customer was advised of differences and factor contributing to blood glucose change.